Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and alarming due to higher peep than set was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure), and that it had provided an alarm indicating higher peep than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-100 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).